Event description:
This report is to advise of an event observed during analysis.

Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that the device voltage was at elective replacement (eri) level upon receipt. A longevity calculation was performed and found the battery depletion was premature based on the device usage. Electrical testing was performed and revealed elevated current drain from the hybrid, which resulted in less than the expected longevity.